Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
It was reported that the customer had a a33 alarm and insulin squirt out during during manual prime on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer insulin pump was not bumped nor dropped, no water contacct, drive support cap appears to be damaged and sticking out. The patient was advised that we are sending replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.